Event description:
While assessing the ECMO [extracorporeal membrane oxygenation] circuit and oxygenator, the fibers in the oxygenator were bright bloody from ? Leakage from outside of the fibers and quickly growing in surface area. Two blood clots were noted within 30 minutes. Previously, the oxygenator fiber was their baseline color, bloody white. Pictures of oxygenator were sent to the perfusionist on call and oxygenator was shown to the picu [pediatric intensive care unit] attending. Perfusion spoke with picu attending, came to patient's room to visualize oxygenator. Many discussions were had with multiple providers about oxygenator. Decision made to change out ECMO circuit around 0730. Patient remained stable with stable abgs [arterial blood gas] throughout the night. Perfusion to isolate oxygenator after circuit change.